Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The rubber has peeled off of the "ok" button and the button requires multiple presses to respond. In addition, the "up" and "down" buttons are hyperresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to be torn across the ok button, exposing the internal components. The keypad cover was also torn from the up arrow button to the down arrow button. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under the contrast, up arrow, and down arrow key contacts. The ok button contact was also observed to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.